Event description:
As reported by the user facility: catheter was placed and an attempt at pacing was made, but nothing was able to be obtained. It was considered that there was a break in the wire.

Manufacturer narrative:
The actual device in this incident was returned for evaluation. Visual inspection indicates no sign of unit being used in vivo. The returned unit does not pass proximal testing. Microscopic investigation of the returned unit indicates that the proximal wire is broken at the bottom of the electrode. There is no insulation evident at the break point.